Event description:
Initial (21-feb-2024): this reportable incident was received via email in reference to compound w freeze off. On (B)(6) 2024 a consumer used compound w freeze off for the first time with the intention to treat a wart. During activation in a 68-70 degree house on a granite countertop below a microwave and beside an electric stove, the application tip jetted out of the canister with force causing a burning sensation and redness to the consumer's hand, as well as throat irritation from inhaling fumes. The product was purchased from a local pharmacy with an unknown storage or shipping conditions. This case outcome is recovered/ resolved. Meddra version 26.1 expectedness: device expulsion: unexpected skin burning sensation: expected erythema: expected throat irritation: unexpected feeling cold: unexpected accidental exposure to product exposure via inhalation. According to the company reference safety information.